Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had a stored untreated episode that was requested for review. Technical services (ts) analyzed device episode data and determined that the episode was due to oversensing of the patient's bundle branch block. Later, there was a treated episode where one inappropriate shock was delivered due to t-wave oversensing. Ts recommended a treadmill test to assess the best programming vector. No adverse patient effects were reported. Currently, this s-ICD system remains in service.